Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient received an urgent low alert with a cgm value of 50 mg/dl. However, the patient¿s low alert threshold is set for 70 mg/dl and he did not receive his regular low alert on the dexcom receiver, only the urgent low alert at 50 mg/dl. The patient was diaphoretic. The patient¿s bg meter reading was 33 mg/dl and the cgm was reading 50 mg/dl. The patient¿s wife gave him a pretzel and lifesaver gummies and then drove him to the emergency room (ER). At the ER, the patient¿s bg meter reading was 36 mg/dl. No cgm comparison value was reported. The patient was treated with IV glucose. After approximately three hours, the patient was discharged with a bg meter reading of 200 mg/dl. The patient was feeling ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
It was reported that no alert/notification occurred. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint "alert/notification settings issue" was undetermined because this receiver passed alarm/ alert hardware testing. The patient¿s allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 10/14/2025. Data was further reviewed. It was reported that an alert/notification settings occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).